Manufacturer narrative:
This report is being retracted as it is a duplicate of the report submitted on pr (B)(4)- MDR#3003832357-2024-00719. Please disregard this report.

Event description:
It was reported to philips that the center pin of the power connector is broken. No patient harm or injury has been reported.